Event description:
The customer reported obtaining erroneously high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc) results for one (1) patient sample involving the unicel dxc 800 synchron system. The customer stated that the erroneous results were not reported out of the laboratory. Subsequent repeat of the sample on an alternate dxc analyzer produced results which were determined correct by the customer and the results were reported out of the laboratory. The customer also repeated the sample on the original dxc analyzer and obtained lower results. There was no change or effect to patient treatment in connection with this event. Quality control (qc) results prior to the event were within the laboratory's established ranges, but per the customer, the results were more erratic than usual. Beckman coulter review of the qc results revealed that the low level control exhibited erratic behavior, outside of the laboratory's two standard deviations range.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The customer discovered a loose brown syringe plunger holder which screws to the bottom of the syringe. The customer could not get the brown syringe plunger to tighten and proceeded to replace the syringe. The defective syringe was returned to beckman coulter for analysis. Beckman coulter's analysis of the returned syringe revealed that although the syringe failed prematurely, testing of the syringe did not yield erroneous results. It is unknown if the premature failure of the syringe contributed to the erroneous results generated in this event. The customer reported a similar event on (B)(4) 2013; please refer to medwatch #2050012-2013-00567 for the report of the event which occurred on (B)(4) 2013. Analysis of the returned syringe.